Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an event code concerning the internal battery being depleted was found in the ventilator's downloaded error log. The device could not be tested due to the device being received with a broken o2 connector. The device will be returned to the customer unrepaired and notification provided that the device may not be appropriate for use on a patient in its current condition. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.